Manufacturer narrative:
H6; cracked nose weld and (7) staples jammed in the cartridge nose.

Event description:
The ems was used during a laparoscopic hernia. The ems would not fire staples. There was no consequence to the pt.